Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open repair of a recurrent incisional/ ventral hernia repair on (B)(6) 2010 and mesh was used. On (B)(6) 2010, the patient developed a subcutaneous hematoma. On (B)(6) 2010, the patient underwent surgical drainage. The event was listed as resolved on (B)(6) 2010.